Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the therapy was not helping the patient as much as it was when they were initially implanted. The patient's speech wasn't real clear and they were shaking. They have a magnetic name tag that they wear that has a warning to not wear the magnet if you have a cardiac device implanted. It was not sure if this was causing an interference. An MRI was performed previously and confirmed that everything was where it should be. The patient was to follow up with the hcp. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the circumstances that led to the symptoms was the magnetic. The symptoms are still ongoing and have not been resolved. No further complications were reported.